Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). The reason for call was pt stated that "something isn't working". Pt stated they are getting stimulation and they are "down to 2" on the stimulator. Pt added that they still get stimulation in their feet. Agent asked pt if they were able to increase or decrease stimulation and then pt stated they charged the implant to 100% yesterday, but now the implant is at 40% when it should be at "95". Pt stated that when they turned the "charger" on yesterday, they were numb from their knees to their feet. Pt stated they were able to turn stimulation off but they are still feeling the stim. Agent had pt unlock controller and they saw no device found. Agent had pt plug in the recharger and saw no device found- when recharge was pressed, they saw middle number at 46 then got to 76; after about 6 minutes on hold, the middle number went back down to 46. Agent had pt reset the controller and try to charge the implant again but saw poor recharge quality - agent reviewed paddle placement and pt stated they cannot see the implant battery in their back; pt advanced to see controller at 90% and implant at 40% recharging excellent. Pt confirmed stimulation was off but they said they still feel the stim in their feet. Agent reviewed implant battery depletion. Agent recommended to follow up with hcp to further address the poor telemetry, implant battery depletion, and therapy issue. The reason for call was the caller indicated that they got a call from the patient because the patient was having difficult time connecting to the ins to make therapy adjustment. The remote was displaying a message that said no device found. The patient had charged the ins to 100% earlier in the day. The rep had the patient reset the remote but that did not resolve the issue. The patient tried recharging and it said no signal found. The patient cancelled the charging session attempt and tried to connect to the ins using the recharger and then the patient was able to connect but only one time. The patient decreased and increased therapy. When it showed group and program the patient was able to turn stim on and off using the white button on top of the remote. The caller was not with the patient. The caller will direct the patient to follow-up with patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported on (B)(6) 2024 their teammate saw the patient (pt) in clinic. Teammate's note stated pt's controller had become unpaired from their battery. Rep noted they re-paired the two once again and it seemed to be working and the pt's recharge interval was 7 days. The information was confirmed with the pain clinic.